Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The hard drive and the generator interface board battery were replaced and the system software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system was not saving images. No pt injury was reported.